Event description:
It was reported that program 1 was not working because the patient fell about six weeks prior to the date of the report. Program 1 reportedly got "screwed up" when the patient fell. It was noted that the patient had been ok with using program 2 that was programmed by the representative for the waist down; the patient reportedly had been able to use program 2 and it worked. It was further indicated that the patient's days reportedly got better after the implant, but the patient still had some bad pain days on occasion. It was reported the patient was not able to adjust or increase the stimulation, and a loss of therapeutic effect was also reported. It was noted that on the previous day and the day of the report, the patient had a lot of lower back pain that the stimulation was not relieving and the patient's lower back was giving the patient a lot of trouble. It was noted the patient usually had it set at 5.8 volts, and that the patient was able to adjust to increase the stimulation the day prior to the report. The stimulation was reportedly at 8.5 volts, but it was not reaching the pain. The patient tried the programmer, and program 1 said 0.00 volts and program 2 said 6.90 volts, but the patient was getting the implantable neurostimulator (ins) off screen when attempting to increase the stimulation. It was noted the patient did not see a lightening bolt and the device was powered off. The ins on button was pressed, and the patient reportedly felt stimulation. It was unknown how the stimulation got turned off. No interventions regarding the issue with the program 1 or mitigating efforts regarding the patient's fall affecting the device was reported. Also, no outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).